Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, batch history review, labeling review, and accuracy (sensitivity) testing. No adverse trend was identified for the customers issue. Batch history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. An external panel (zeptometrix hepatitis b seroconversion panel donor (B)(6) was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Evaluation concluded that a malfunction occurred, the device did not perform as intended at the customer site. The performance claim is not 100%, and includes architect hbsag sensitivity estimated to be 99.52% with a 95% confidence interval of 98.29% to 99.94%. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 4p53. Patient identifier whole patient identifier is (B)(6).

Event description:
The customer observed a falsely (B)(6) patient result while using architect (B)(6) reagents. The following data was provided. Sid (B)(6) 0.04 iu/ml ((B)(6)). Roche real time pcr method (taqman pcr) was (B)(6) (less than 2.1 logs) for both preoperative and post-operative specimens. The patient was being tested using the (B)(6) test as a part of preoperative screening. No impact to patient management was reported.